Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and a valid serial number for the strips was not provided for the complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle optium h meter was reviewed and the dhrs showed the freestyle optium h meter passed all tests prior to release. A tripped trend review was completed for the reported complaint and precision test strips, and there were no adverse trends that indicate any potential product related issues. Clinical data was reviewed and confirmed that product continue to be safe, effective, and perform as intended in the field. Stability data for product was reviewed and showed no anomalies or non-conformances that could lead to the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h4 ( device mfg date ) was incorrectly documented in the initial report . The correct h4 ( device mfg date ) has been updated.